Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. Pre-dilation was performed with a 2mm balloon catheter, leaving 50% residual stenosis in the lesion. A 2.50 x 20mm synergy xd drug-eluting stent was advanced for treatment, but failed to cross the lesion even after repeated dilation. The device was removed and it was noted that the tip of the stent was lifted. The procedure was completed with a different size synergy xd. There were no patient complications nor injuries reported.